Event description:
Caller reported an issue where the pump battery depleted too fast, leading to a pump shutdown. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. To address the high blood glucose, the customer administered a correction bolus via the pump. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.